Event description:
The customer reported that she has been experiencing high blood glucose levels and ketones. The customer stated that she went to urgent care with a blood glucose reading of 522 mg/dl. The customer stated that the cannula was bent when the infusion set was removed. Troubleshooting was performed, and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.